Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is reported because of the gripper line break and the potential to cause or contribute to patient injury. It was reported that the first mitraclip was deployed without issue. After clip deployment of the second clip, the gripper line broke during removal of the line. The clip delivery system (cds) was able to be retracted into the steerable guide catheter (sgc) and the gripper line was able to be removed. Mitral regurgitation was reduced from 4 to 1-2. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the reported difficult removing the gripper line was a result of procedural conditions and a secondary effect to the gripper line break; however, a cause for the reported gripper line break could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was provided, indicating that after the gripper line removability was established, the lock line was removed and the delivery catheter (dc) shaft was detached, the gripper line broke. The cds (clip delivery system) was removed over the gripper line by retracting the cds into the sgc (steerable guide catheter). The gripper line was then retracted over the sgc. The entire gripper line was successfully removed. No additional information was provided.